Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "spill - improperly loaded disc." A patient/operator injury associated.

Manufacturer narrative:
The device was returned for evaluation. Evidence of fluid ingress was noted with damage to electrical components within the device. The components that needed to be replaced due to damage were; centrifuge, power supply, ac filter, distribution pcba, flex cables and ac harness. The device is being cleaned and upgraded for return to customer. (B)(4).